Event description:
It was reported that the insulin pump alarmed a motor position encoder error. Customer's blood glucose reading was 134 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. Unable to confirm any error alarm in the alarm history screen due to an overwritten history file. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.